Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a patient's tachycardia episode, the electrogram showed intermittent t-wave oversensing (twos) along with possible right ventricle (rv) undersensing. In a rv tip-to-ring polarity configuration, the electrogram showed an alternating pattern of large r-waves followed by very small r-waves. The tachycardia terminated spontaneously. The rv lead remains in use. No patient complications have been reported as a result of this event.